Manufacturer narrative:
The readypack ID (B)(4) was visually checked by the customer and there were no problems noted. The customer always mixes the readypacks. The quality control was run on the reagent readypack after the problem occurred and the result was within package insert range. Biorad liquichek cardiac marker control lot 29831, result 1.264 ng/ml. The package insert sheet shows target 1.21 ng/ml (range 0.840-1.57). The cause for the discordant advia centaur xp troponin ultra result is unknown. The reagent readypack ID (B)(4) was already pierced and will not be sent to siemens for further testing and investigation. Siemens has reviewed the lot uniformity records for lot 099 and no issues were identified. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." Note: product availability may vary from country to country and is subject to varying regulatory requirements. Due to local regulations, the advia centaur xpt is not available in all countries.

Event description:
False high advia centaur xpt troponin ultra (tni-ultra) results were obtained for samples run from (B)(6) (17:00) to (B)(6) (09:00). The results were questioned by the customer since all the results were above the their reference range of 0.4 ng/ml and there were not any negative patient results. The reagent readypack ID (B)(4) was suspected. A new reagent readypack ID (B)(4) was placed on the instrument. The patient samples were repeated and the results were negative for some of the samples. Corrected reports were issued. Three of the patients were hospitalized for a medical check. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.